Event description:
Customer reported a leak below the blue hub during priming. From the reported information, there are no indications of serious injury to the pt or user as a result of this incident. The IV administration set has been requested for investigation but not received to date.

Manufacturer narrative:
(B) (4). (B) (4).